Event description:
The patient contacted animas on (B)(6) 2012 reporting a need to order a new rubber keypad for the up, down, and ok buttons. Animas attempted to follow up with the patient who declined to provide additional information or troubleshoot the pump. This report is made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn over the up and down arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the contrast button was intermittently unresponsive and the other keypad buttons responded appropriately. Evaluation revealed that there was evidence of keypad contamination found under the contrast and down arrow key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.